Event description:
It was reported when the device was used during a low anterior resection procedure, when inserting a circular stapler, the staple line came apart. The staples were malformed. The case was completed using sutures. Consequently, the o.r time was extended greater than an hour. There was no other pt consequence.